Manufacturer narrative:
Citation: poster session of the 47th annual meeting of the japanese society for cardiovascular surgery. Title: pp-212 ¿my experience with transcatheter aortic valve replacement using self-expandable bio-prosthesis valve (corevalve and evolut r) at university of wisconsin¿, university of wisconsin, dr. Satoru osaki et al. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4).

Event description:
Medtronic received information from a poster session of the 47th annual meeting of the japanese society for cardiovascular surgery. Summary: the purpose of this study was to evaluate early clinical outcome of tavi with medtronic corevalve and evolut r. All data were collected from a single center between march 2015 and september 2016. The study population included 55 patients (female 47%; mean age 79 years old) with severe aortic stenosis, all of which were implanted with medtronic corevalve/evolut r (serial numbers not provided). Among all patients, adverse events included: major vascular complications (4%), bleeding (9%), embolization or migration (2%), strok e (6%), tia (4%), permanent pacemaker implantation (16%), moderate/severe paravalvular leakage (% not specified). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.